Event description:
The monitor tech reported that no sound is coming from the central nurse's station (cns), but the alarm indicator still illuminates color for the alarms but is not making any sound. The biomedical engineer (bme) stated that the audio cable felt "wobbly" in the port. They obtained a new cable; and when they plugged it in, the cns began to make sounds again. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the monitor tech reported that no sound is coming from the central nurse's station (cns), but the alarm indicator still illuminates color for the alarms but is not making any sound. The biomedical engineer (bme) stated that the audio cable felt "wobbly" in the port. They obtained a new cable; and when they plugged it in, the cns began to make sounds again. No patient harm was reported. Investigation conclusion: the cause of no alarm audio was resolved by replacing the audio cable on the cns. The customer reported that the cable wobbled while connected in the port. This indicates that the cable had become damaged preventing a proper connection. The cns was installed at the customer's facility 03/2019. The cable damage is unlikely to have occurred out of the box. It is likely that the cable became damaged as a result of mishandling. There is no evidence that an nk device malfunctioned due to a deficiency in manufacturing or design. As this customer does not have a history of missed alarms due to cabling, this is likely an isolated incident.